Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump kept shutting off unexpectedly and the screen is blank and it goes off. Customer stated that she was 9 hours away from home. Customer's blood glucose was 146 mg/dl. Troubleshooting was done. Customer stated the display returned. Advised the customer the battery cap would be replaced. The customer was advised to monitor the insulin pump. No further information provided.